Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to infection.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
1. Was the noted 60 minute delay secondary to the linked instrument complaint rather than knee implant(s) removed? -> the 60 minutes resulted from the fact that the lock nut could not be loosened by hand. As a result, the entire implant could not be completed to be implanted. 2. What implant(s) were removed for the infection. -> the higher risk of infection for the patient arises from the fact that the operation lasted an hour longer than necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. No evidence was found indicating product error was a contributing factor. The need for corrective action was not identified. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (patient). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. Can you confirm the primary surgery date or the original implantation date? Unknown. B. Which products were explanted? Were they depuy manufactured? Unknown. If yes, date of revision surgery? Was it a first stage revision or second stage? If second, when did the previous case occur? C. Was there a surgical delay? If yes, what is the duration of the delay? 60min . Therefore a higher risk of infection. D. Want to know the details of infection? Unknown.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.